Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 47 mg/dl at the time of the incident. The customer was at 118 mg/dl at the time of the call. The customer used sugar water to treat. The customer was wearing the insulin pump during the incident, but went off the pump on (B)(6) 2018. The customer stated that the pump was over delivering. Troubleshooting was not completed as this was a past event. The customer was treated 4 times by paramedics due to lows. The insulin pump will not be returned for analysis.